Event description:
Same case as 2134265-2018-62359. It was reported an aortic dissection occurred. An intellanav oi ablation catheter and an intellamap orion mapping catheter were selected for use during a pulmonary vein isolation (pvi) procedure. The physician "mapped both sides back and forth, the right femoral artery versus the left femoral vein back and forth to map from pc on both sides of the heart. They finished ablation one pc on the right and went back to the left, and they could not advance the catheter past the groin, past that bifurcation." An aortogram was done in the lab on the date of the procedure, but it was a false negative and did not show any kind of dissection. The following morning a CT scan of the area identified a dissection; the aortic dissection was small and was "by the bifurcation of the femoral artery." The patient was discharged two days following the procedure and was noted to be fine. The physician was not sure of the cause of the event. It may have been related to use of the catheters; however, the patient was small and it could have been patient dependent.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
Same case as 2134265-2018-62359. It was reported an aortic dissection occurred. An intellanav oi ablation catheter and an intellamap orion mapping catheter were selected for use during a pulmonary vein isolation (pvi) procedure. The physician "mapped both sides back and forth, the right femoral artery versus the left femoral vein back and forth to map from pc on both sides of the heart. They finished ablation one pc on the right and went back to the left, and they could not advance the catheter past the groin, past that bifurcation." An aortogram was done in the lab on the date of the procedure, but it was a false negative and did not show any kind of dissection. The following morning a CT scan of the area identified a dissection; the aortic dissection was small and was "by the bifurcation of the femoral artery." The patient was discharged two days following the procedure and was noted to be fine. The physician was not sure of the cause of the event. It may have been related to use of the catheters; however, the patient was small and it could have been patient dependent. It was further reported that the procedure had been performed with a retrograde aortic approach and a 9f short sheath. The patient had been asymptomatic and no medical or surgical interventions took place; however, the patient was kept in the hospital for one additional day. There had been no aortic stenosis or aneurysm. The grade of the dissection was unknown. The catheters had gone in and out of the patient three times in the femoral artery.